Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the stylet was stuck and had failed to advance in the low voltage lead. The lead was removed and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of failure to advance stylet was not confirmed. As received, a partial lead (only distal portion) was returned in one piece for analysis. The stylet used in the field was not returned with the lead. A stylet was able to be fully inserted in the distal portion of the lead and removed without any difficulties. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.